Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was asking how to turn the implant off for back surgery in 9 days. The patient reported they were having a lot of back pain, sciatic nerve pain, and leg pain on the left side since about a year ago, the same side the ins was located on. The patient stated they were wondering if the stimulator could be causing pain down their left leg. The patient also asked if removing the ins was a surgical procedure. Turning the ins on and off was reviewed. The patient was redirected to follow up with their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who wondered about having the device removed as the unit was not helping; they also need a lumbar scan. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). The patient wondered all these years whether the ins is causing all of these back problems. They wondered about having the device removed as they need an MRI and because it is not helping them. They are still wearing pads and are homebound because of this pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that a replacement/explant procedure had not been planned or scheduled. They noted that they had an appointment scheduled with their doctor on (B)(6) 2019. There were no further complications reported or anticipated.